Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2015. Following the initial implant the patient had a type 2 endoleak, a secondary endovascular procedure was not completed, the physician elected to monitor the patient. On (B)(6) 2016 a follow up showed aneurysm sac growth and a potential type 1b endoleak. The physician elected extend the right iliac artery and implanted an infrarenal aortic extension into the right common iliac to seal the endoleak. The patient is stable.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment was able to confirm a type 1b endoleak and aneurysm sac growth. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not available for further evaluation. The clinical evaluation additionally identified the following contributing factors to the reported event; off label use and patient anatomy. There have been no additional adverse events reported for this patient at this time.